Event description:
One finger of the fan retractor allegedly broke off intraoperatively and remained inside the pt. The original surgery involved a hiatal hernia repair. At the time of the original surgery (11/5/96) the finger separated from the instrument, but the health professionals involved did not detect the separation. On 3/19/97, staff at the user facility noted that the instrument had a missing finger. The user facility contacted the pt of the original surgery.